Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. During a site visit baxter clinicians provided staff instructions on proper priming technique and venting of bottles, as well as reinforcing proper set up for flow accuracy and how the pump detects occlusions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps were experiencing nuisance upstream occlusion alarms contributing to under infusions during therapy. This occurred with refrigerated drugs such as etoposide, cetuximab, and intravenous immune globulin (ivig) as well as with delivery of pembroliximab, busulfan and an unspecified research drug. There was no report of patient injury or medical intervention associated with these events. No additional information was provided such as infusion parameters, device set up or serial numbers of the infusion pumps. Baxter performed follow up activities in an effort to obtain additional details: however no additional information was able to be obtained from the facility.